Event description:
No additional information.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, a 10 ml syringe is displayed, the stopper is located inside the barrel and the plunger separately, which is not seen broken. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun plunger rod was broken/damaged. The following information was provided by the initial reporter translated from spanish to english: during the application of medications, when pulling the syringe, the plunger breaks, thus preventing use of the device. Additional information received on 15 aug 2024: there was no damage to the patient, only delays in care.